Manufacturer narrative:
1. The customer reported that the company glaucoma shunt "did not deploy correctly". 2. The sample has not been received; therefore, the condition of the product could not be verified and visual inspection could not be performed. No indication for the product serial number. 3. One addition complaints for the lot- however it could not be determined if both are of similar events. No contributing factors adversely affecting lots units functionality have been identified. 4. The device history record (DHR) was reviewed. No abnormalities were found, and the batch was released according to product release criteria. Since the sample has not been received, the root cause can not be determined and the complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that glaucoma filtration device with a description of, did not deploy correctly. Additional information was received gave corrected date of event, sx completed w/ a new shunt; item was mailed in so sn is not available. No patient harm.